Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Event description:
During an unknown procedure to an unknown vessel, it was reported that while removing a tempo catheter from the artery, the distal tip part (approximately 5-7cm from the distal end) broke off and remained in the artery. The physician tried to extract the broken distal part with the balloon but they were not successful. Surgical intervention was required to remove the broken piece of the catheter from the artery. The patient is stable and doing ok. The physician noted that she probably used to much force while using the terumo guidewire inside of the cordis sheath. No anomalies were noted when the product was removed from the package or when being prepped. The device was not resterilized. There was no resistance met while advancing the device over the terumo guidewire. There was no resistance met while withdrawing the device from the patient. Per the event description, the physician noted that she probably used to much force while using the terumo guidewire inside of the cordis sheath. The targeted lesion had ¿little or none¿ calcification; there was moderate vessel tortuosity and moderate angulation.

Manufacturer narrative:
Complaint conclusion: while removing a tempo catheter from the artery, it was reported that the catheter ¿broke¿ at approximately 5-7cm from the distal end. Surgical intervention was required to retrieve the catheter from the vessel. The patient is reported to be ¿stable and doing ok¿. The procedure and target vessel are unknown. The targeted lesion had little or no calcification; with moderate vessel tortuosity and moderate angulation. No anomalies were noted during removal or prepping of the product. The device was not resterilized. There was no resistance met while advancing or withdrawing the device over the terumo guidewire. The physician attempted to use the balloon to extract the broken catheter but was unsuccessful. Surgical intervention was required. The physician noted that ¿she probably used too much force while using the terumo guidewire inside of the cordis catheter.¿ a non-sterile diagnostic catheter cath tempo 4f str 100cm 5sh (unknown lot) was received coiled inside a plastic bag along with a broken/ separated piece of tip of approximately 5.5 cm long. Per visual analysis, the catheter was received broken/ separated at 95.5 cm from hub and kinked at 72.0 cm from hub. The separation edges on the received broken catheter look as if a tremendous force was applied until break/separation occurred at the tip. Blood residues were observed on the tip separated section. No other anomalies were found. The catheter od and ID were measured near to the broken/separated and kinked areas and results were found within specification. The affected area was inspected under vision system. The separation edges show evidence of having been under tremendous force/stress until the break/separation occurred. Pull test was not performed as no sterile units were received. Units in inventory were not identified as there was no lot number provided. Sem analysis was performed to the received unit with the following results: the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The exact cause of the damage condition found on the diagnostic unit could not be conclusively determined during the analysis. As an additional investigation the diagnostic catheters manufacturing process was reviewed and there were no tools, equipment or product handling that could cause breaks, separations, or other type of damages on the diagnostic catheters. Controls are in place to verify the units for kinks, breaks, separations, or any damages on package; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheter assembly process operations. A review of the manufacturing documentation associated with this lot could not be performed due to a lot number being unavailable. The reported complaint ¿brite tip/distal tip-separated in patient¿ was confirmed due to the condition of the returned catheter upon receipt; however the cause of the separation could not be conclusively determined by analysis. Based on the information available for review, the device appeared and prepped normally prior to use. Vessel characteristics (moderate tortuosity and angulation) and procedural factors (force while using the terumo guidewire inside of the cordis catheter) may have contributed to the event reported as evidenced by elongations noted at the point of separation during analysis. Neither the analysis nor the information available indicates that the reported complaint could be related to the design or the manufacturing process of the device. Therefore no corrective or preventative actions will be taken at this time.